Event description:
It was reported the subject device had no image. The event occurred during preparation and prior sedation and there were no reports of patient harm.

Manufacturer narrative:
The device was return to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to bad video connector need to replace. Based on the results of the investigation, it is likely that the following let to the malfunction: the most probable cause of the complaint is d-02, which is expected or random component failure without any design or manufacturing issue. A device history review revealed that no issues were identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.